Manufacturer narrative:
Event site address: (B)(6). Event site postal code: (B)(6). The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that ventilator suddenly switched off during ventilation. There was no patient harm. Manufacturer's ref#: (B)(4).